Event description:
It was reported that this right ventricular (rv) lead exhibited noisy signals. The device is not oversensing. Technical services (ts) was consulted and explained it could be due to the diaphragm. The lead remains in service. No adverse patient effects were reported. Additional information was obtained, the lead was explanted and replaced.